Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 310 mg/dl on aviva meter and 128 mg/dl on nano meter using the same vial of test strips. No adverse event. Requested return of suspect device and replacement was sent.